Manufacturer narrative:
Additional information - d9 , h3. Correction - h6 - over-sensing.

Manufacturer narrative:
The reported event of sensing noise was confirmed. A complete lead was returned in one piece. Analysis found an external abrasion breaching the ring electrode (re) cable at 10.7 cm to 11.1 cm from the connector pin with one etfe cable coating abraded in this location. The cause of the reported event was due to external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021. Review of transmissions revealed that there was non sustained right ventricular oversensing alert. Electrograms showed noise on the right ventricular (rv) lead. The patient was brought to the clinic on (B)(6) 2021 for further investigation and isometric testing on the patient revealed that the rv lead noise was reproduceable from left arm movements. The rv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.